Event description:
As reported by the user facility: according to the complainant, a patient with underlying shock was receiving a high-dose norepinephrine (noradrenaline) infusion via infusion pump in a hospital setting. During bedside transthoracic echocardiography performed by the attending physician, the infusion pump alarmed and unexpectedly stopped delivering the norepinephrine solution. A nurse was immediately called to the bedside and replaced the infusion pump and restarted the infusion. During the interruption in therapy and equipment exchange, the patient experienced cardiac arrest. Resuscitative measures were initiated, including administration of one ampoule of adrenaline over three (3) minutes, after which the patient returned to previous cardiac rhythm after the solution resumed circulation. According to the healthcare providers present at the event, neither the physician nor the nurse could accurately identify or recall the exact alarm code or message displayed on the infusion pump screen due to the urgency of the clinical situation. The infusion pump remained in use throughout the night shift and the infusion solution was reportedly changed at approximately 6:30 am. Nursing staff stated that the pump had been connected to an electrical outlet during use. The programmed infusion parameters were reviewed following the event. The infusion volume had been programmed to 230 ml for a 250 ml norepinephrine solution bag to allow sufficient time for solution replacement. The prescribed infusion flow rate was 50 ml/hour. The patient recovered following resuscitation and continuation of therapy.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission #k083689, k142596, k191910.